Manufacturer narrative:
Evaluation completed. One 23ga cutter returned wrapped in bubble wrap. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent approximately 5 degree. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts at various cut rates and aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 3.

Event description:
The user facility in (B)(6) reported cutting cannot be performed; however, aspiration continued. There was no patient impact or medical intervention required. Surgery dates were not provided.